Event description:
Ten months after the symmetry bypass connector (sbc) was implanted, cardiac catheterization revealed 100% re-occlusion of the 1st diagonal and the 2nd marginal branches. The sbc was used in both locations with a saphenous vein graft. It is also worthy to note the cath also revealed 100% re-occlusion of the left anterior descending artery where other device was used.